Event description:
Microscan panel reported three different cultures from a single pt as "susceptiple" for levofloaxacin (lev). Result was reported to physician and pt was treated, pt reported to have failed therapy. Therapy was changed, and pt is reported to be doing well as of 6/2005. Dr requested and the organism was sent to the state reference lab by the cusotmer account, finalized identification as b. Pseudomallei. State reference lab sent the isolate to cdc, cdc report came back with an identification of "burkholderia pseudomallei" and an mic of 8 without an interpretation for lev.